Manufacturer narrative:
Date sent to the FDA: 09/01/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2017 and barbed suture was used. While closing the incision, the needle broke. The entire needle was removed from the patient. It is unknown what was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.